Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
Analysis of the pump (s/n (B)(4)) found a gear train anomaly from corrosion and/or wear and/or lubrication and the stall occurred due to shaft-bearing.

Event description:
Further, the patient had no magnetic resonance imaging (MRI) exposure and the cause of the motor stall was not determined. The replacement date for the device was unknown. However, the pump had since been explanted, date not provided, as it was returned for analysis.

Event description:
It was reported there was a motor stall that never recovered. It was noted the pump would be replaced in the future. It was noted this event resulted in hospitalization. It was noted the logs were checked. It was reported there were underdose symptoms of dizzy, headache, tired, and increased spasticity. The patient status was noted as alive with no injury. The pump was used to deliver lioresal. Additional information reported the motor stall was confirmed in the pump logs on (B)(6) 2014 at 11:14.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.